Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that the pt had a bravo ph monitor placed without complication and that approx 6 days later, she was complaining of pain. A cat scan was done which confirmed that the capsule was still attached and that also the pt had a microperforation of her esophagus. Two days later she was admitted to the hosp and the capsule was removed. The pt was discharged with antibiotics and instructions to eat only soft food for two weeks. No further info was reported.